Event description:
There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Patient is doing fine.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/13/2015.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the bag broke during lap chole case. Additional information requested and not yet received.

Manufacturer narrative:
(B)(4).